Manufacturer narrative:
(B)(4). No device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many individual devices (eaches) of repeated snapping occurred during this single procedure? 16 sutures. Please clarify if the needle separated from the suture or did the suture break during this single procedure? Sutures breaking. Product code: w9626t, lot: sdmazq. I am still waiting on a bit more information regarding the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported on mw# 2210968-2022-07348, mw# 2210968-2022-07349, mw # 2210968-2022-07801, mw # 2210968-2022-07803, mw # 2210968-2022-07805, mw # 2210968-2022-07806, mw # 2210968-2022-07807, mw # 2210968-2022-07809, mw # 2210968-2022-07810, mw # 2210968-2022-07811, mw # 2210968-2022-07812, mw # 2210968-2022-07813, mw # 2210968-2022-07814, mw # 2210968-2022-07815, & mw # 2210968-2022-07816.

Event description:
It was reported an animal underwent an unknown procedure on (B)(6) 2022 and suture was used. Subcutaneous tissue closure and suture snapped.